Manufacturer narrative:
Evaluation summary: the hypotube was bent and wavy. The stent was not present. There was crimp impressions evident along the balloon. The balloon was not inflated. Evaluation, results: (90% stenosis). (Force was used and lesion not pre-dilated). (Failure to deliver stent and stent deformation). Results: (90% stenosis). (Force was used and lesion not pre-dilated).

Event description:
The physician was treating a 905 stenosed lesion in the lad. Two stents were previously deployed. The physician then attempted to place an endeavor spring rapid exchange (rx) drug-eluting stent to the lad. The stent was unable to cross the diagonal and was removed. The physician then pre-dilated the lesion and made another attempt to cross the lesion with the endeavor spring rx stent. Force was used in an attempt to pass the diagonal and it is possible that the stent may have gotten caught on the stent struts of the previously deployed stents. The device was removed and the stent was present on the delivery stent when removed from the patient. The device was inspected prior to use with no issues noted. There was no patient injury and no clinical sequelae were reported.